Manufacturer narrative:
(B)(4). A manufacturing record evaluation was performed for the finished device qc2abc, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown surgery on an unknown date and suture was used. During the procedure, the needle was broken at the tip during stoma closure by interrupted suturing. The broken needle was noted after suturing and the broken piece was found at the operative field. No broken pieces were remained in the patient¿s body and broken pieces were retrieved. Dr. Commented that the needle was used as usual and was not grasped at the tip of the needle. The patient is stable. There were no adverse consequences to the patient. No additional information was provided.

Manufacturer narrative:
Pc-(B)(4). Date sent to the FDA: 9/16/2020. Additional information: d10, h6 additional h3 investigation summary: it was reported performance breakage needle. A box of product code vcp772d, lot # qc2abc were returned for analysis. During the visual inspection of twelve unopened samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Also, the samples were tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the samples received, no performance breakage needle were found. An opened sample of product code vcp772, lot # qc2abc were returned for analysis. During the visual inspection of the sample, the swage and attachment area were noted to be as expected. No needle breakage was observed. The sutures were dispensed without problems and examined along of the strands and no defects were observed. Also, the sample was tested by resistance test to needle and met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance breakage needle was found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.